Event description:
The facility reported to the customer service a syringe pump with three power losses. These power losses were found in the pump's event log by the customer. However, it is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The pump was received by baxter and is awaiting evaluation. A follow-up report will be filed once the device is evaluated or if any evaluation details become available.